Manufacturer narrative:
The other relevant components include: product ID : 8731sc, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported there was a technical issue and a lead dislodgement. The event date was noted as (B)(6) 2008. The time of event was provided as "follow up." Event management included lead replacement. The event involved patient hospitalization. There was no patient death. There were no reported patient symptoms. No further complications were reported or anticipated.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8731sc, lot# unknown, implanted: (B)(6) 2008, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Catheter implant date provided.